Event description:
Terumo medical corporation received the reported information. The doctor stated when he shaped the wire the tip feels like it breaks or was broken. The type of procedure was a left heart catheterization. There was no blood loss. Additional information was received on 27oct2025: the field clinical specialist (fcs) was present for the procedure on (B)(6) 2025. During the procedure, the doctor commented that the wire tip seemed broken when he went to shape it. There was no harm caused to the patient. The tip did not separate from the wire however it does feel like it was broken. When was shaped the wire instead of the tip replicating a nice curve, it seemed to kink or break at one point. Additional information was received on 31oct2025: the doctor stated that he has noticed this lately with the tip.